Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The fixation helix was found bent, which is assumed to be the root cause of the observed retraction issue. The deformation probably occurred during the implantation procedure due to mechanical stress. Furthermore, coagulated blood and tissue residuals were found in the fixation helix. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.-

Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.